Manufacturer narrative:
The reported complaint of premature discharge of battery was confirmed. The device was received in normal range of operation. Device image analysis shows high current recorded for about five months and current went to normal after device was explanted. It is unknown why the current was at high levels. Functional testing for device was performed, including test at various amplitudes, and no anomalies were noted. After extensive testing high current could not be reproduced. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received in normal range of operation. Device image analysis shows high current recorded for about five months and current went to normal after device was explanted. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Functional testing for device was performed, including test at various amplitudes, and no anomalies were noted. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the battery longevity dropped prematurely. The device was explanted and replaced on (B)(6) 2020. The patient was in stable condition and would be monitored.